Event description:
Baxter (B)(6) received a report of an intermate that had a leak before patient therapy. The device was filled with 2000mg of ceftazidime in 50ml of saline. The home patient reported, to their nurse, that the blue winged luer was in the closed position, however, there was fluid in the outer pouch. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing 30ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A leak test was performed by filling the bladder with colored water and monitoring the device for 24 hours. After the leak monitoring period, no evidence of leak was detected anywhere on the unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.